Event description:
It was reported that a patient was revised approximately 2.5 months post-operatively to address a migrated mantis redux blocker.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device remains implanted.

Event description:
It was reported that a patient was revised approximately 2.5 months post-operatively to address a migrated mantis redux blocker.